Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from about 11% in (B)(6) 2022 to 4% in (B)(6). Premature battery depletion was suspected. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.